Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted for urinary dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/pelvic floor. It was reported the percutaneous extension looked like the wires were not wound. A new stage 1 kit/extension was used. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.